Event description:
Procedure type: lobectomy. According to the reporter: the great vein was not fully cut. Malformed stapling also partly occurred. Additional resection of tissue and manual suturing was done to correct the product problem. The malfunction occurred on the 3rd firing of the device. Oozing under 200cc occurred. Nothing fell into the patient cavity. Operative time was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).